Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and noted the increased positivity was likely due to contamination. The issue appeared to be resolved after monthly maintenance, but pas recommended retesting any samples ran prior to monthly maintenance that had not yet been retested. Customer was notified of these findings and monitored for reoccurrence. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present. This complaint where a customer provided 2 weeks' worth of logs containing 28 worklists (wls) is from over 12 months ago. At the time of the event, hologic concluded that the issue was due to potential contamination. Hologic is electing to submit a single MDR for this issue as the information the customer provided does not enable hologic to make a decision on potential discrepant samples.

Event description:
Customer reported an increase in positive samples when running sars-cov-2 tma assays on panther plus instrument sn (B)(4). After noticing the positivity rate increasing from 17% to about 30%, customer decided to rerun any positive samples from the previous two days, and about 50% of retested samples had to be corrected (no sample ids provided). Customer performed monthly maintenance and touchpoint contamination procedures and saw their prevalence drop to 15%. Hologic technical support (ts) reviewed two weeks' worth of logs to identify any potential causes for this trend. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Initial results were reported to patients, but corrections were made by the lab and notified clients. There was no associated/reported adverse events from this.